Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as insulin pump had insulin flow blocked. Customer's blood glucose value was 41 mg/dl at the time of incident and treated with apple juice for low blood glucose and blood glucose was 217 mg/dl. Customer reports alarm did not occur during fill tubing. Customer was not able to troubleshoot at time of call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information in event description was incorrect with the initial report. The correct information has been provided with this report.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 41 mg/dl. The customer treated with food. Customer¿s blood glucose level was 271 mg/dl prior to call. It was reported that they received an insulin flow blocked alarm and overcorrected with manual injection, which resulted in low blood glucose event. Customer declined troubleshooting. The customer was advised to change out the infusion set and reservoir. The product was not returned for analysis.